Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a critical error alarm. There was no reported patient involvement, the device failure occurred during an operational check.